Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision of a 12/14 +8 36mm ox femoral head was performed due to infection approximately 7 weeks post revision, ¿also for washout head/liner exchange¿. Based on information provided, a competitor liner had been used and the patient had been on long-term antibiotics for infection and the requested medical documentation was not available. Reportedly the infection was the root cause of the revision; however, the source of the reported ¿long-term¿ infection remains unknown. The patient impact beyond the reported infection and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after a right thr surgery had been performed on an unspecified date, the patient experienced an infection. After a long-term management with antibiotics, the hip was washed out and revised on (B)(6) 2021. The liner (unknown manufacturer) was explanted, as well as the femoral head (sn device). Previously, on (B)(6) 2021, the patient had a previous washout and revision with head/liner exchange in the same hip also due to infection, however, the origin of the explants was not reported.